Manufacturer narrative:
(D10) concomitant devices: 300-30-06 - equinoxe preserve stem 6mm: (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 9 month(s) and 17day(s) post-operative of a revised left tsa, it was reported via clinical study that the patient experienced a subscapularis tear. Significant weakness, pain with internal rotation; instability were reported for the patient. The patient underwent a standard hemi with preserve stem revision with the reported removal of the humeral head. It was previously reported that the patient underwent a revision due to loosening and disassociation of the polyethylene captured on report 1038671-2024-03028; and a revision prior to that for unknown reason was also captured on report 1038671-2025-01514. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
The reason for the revision reported was likely due to rotator cuff deterioration and subsequent superior migration of the humeral head resulting in prosthesis wear of the glenoid component. The reason for the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. The reason for the reported instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU. H6: corrected health effect, medical device, component, and investigation clinical codes. H10: 1038671-2024-03028, 1038671-2025-01514, 1038671-2025-01516.